Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an abrupt decline in left ventricular (lv) pace impedance measurements of less than 200 ohms. Technical services (ts) noted this could be electromagnetic interference (emi) and to consider in office isometrics testing. The presenting electrogram (egm) had no noise or oversensing. This crt-d remains in service. No adverse patient effects were reported.